Manufacturer narrative:
The device used in this case was not returned. A device history record review was conducted for the handpiece in question. The handpiece was released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: 1. Use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. 2. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation.

Event description:
Manufacturer became aware that the physician experienced a difficult cervical dilation and device insertion. The procedure was completed. During post-procedure hysteroscopy the physician noticed what appeared to be a uterine perforation. Physician sent patient to hospital for evaluation and bowel resection with end to end anastomosis was performed. Multiple attempts to collect information regarding this event directly from the physician were unsuccessful. If additional information becomes available, a supplement medwatch report will be filed.